Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to this issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if any malfunction codes appear again.